Event description:
Reporter indicated a patient had the vns generator and lead explanted at some point in 2008 due to infection. For purposes of MDR reporting, the explant date is documented as (B)(6) 2008. Attempts for additional information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Reporter indicated the patient's vns was actually explanted in 2005. For purposes of MDR reporting, the explant date is documented as (B)(6) 2005. The infection was due to a staphylococcus infection. It was unknown if any trauma or manipulation occurred. The patient was given 6 weeks of antibiotics following vns explantation. Attempts for additional information are ongoing.

Manufacturer narrative:
Age at time of event, corrected data: a more accurate age is provided per the reporter. The exact age is unknown as the exact event date is still unknown. Date of event, corrected data: a more accurate event date is provided per the reporter. The exact event date is still unknown. Explant date, corrected data: a more accurate explant date is provided by the reporter. The exact explant date is still unknown.

Event description:
All attempts for additional information have been unsuccessful to date.

Event description:
Reporter indicated the patient's infection was located at the generator site and was a result of picking open the wound. IV antibiotics were also given as an intervention. The vns was explanted "several weeks" after the vns generator implant surgery on (B)(6) 2005. The approximate explant date is (B)(6) 2005.

Manufacturer narrative:
Age at time of event, corrected data: the incorrect patient age was inadvertently reported on supplemental MDR report #1. The correct age is provided. Date of event, corrected data: a more accurate event date is provided than what was previously reported. Explant date, corrected data: a more accurate explant date is provided than what was previously reported.